Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited low impedance and decrease r-wave sensitivity. The lead was capped and replaced. The patient is doing well post procedure.